Event description:
The customer reports that when they are burning the image to a cd, the image is unexpectedly flipping. There was no reported pt injury associated with this event.

Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete. (B)(4).